Manufacturer narrative:
The full patient identifier is case: (B)(6). (Three patients involved actually). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race for any of the three patients. The customer reported that they ran quality control post event and all quality control was elevated. The customer stated that the lab begin receiving dark counts outside limits errors. Two failing system checks were performed (B)(6) 2020. A beckman coulter field service engineer (fse) was dispatched to the customer site on 18may2020. The fse found the power driver and stepper motor boards full of dust causing the contact of the board to the connectors to fail. The fse removed and cleaned the power driver and stepper motor boards. After repair, the fse observed the instrument was able to run without errors. The fse performed system check and a quality control panel with acceptable results. In conclusion the cause of the erratic access hstni results is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported obtaining erroneous high sensitivity troponin I (access hstni) results for three patients involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). The customer did not state if the troponin results were believed to be erroneously high or erroneously low. None of the troponin results were reported out and the patients were redrawn. The results of the redraws were not provided. The customer did not respond to addition requests for clarification. The following results were questioned due to the erratic nature of the results: patient 1: initial result of 142.4 pg/ml (01:01 am) repeated with a result of 3213.9 pg/ml (01:21 am); patient 2: initial result of 352.1 pg/ml (01:19 am) repeated with a result of 14,278 pg/ml (01:41 am); patient 3: initial result of 3128.0 pg/ml (01:20 am) repeated with a result of 564.6 pg/ml (01:40 am). No affect to patients or end-users has been reported in connection with this event. The customer reported that they ran quality control post event and all quality control was elevated. The customer stated that the lab begin receiving dark counts outside limits errors. Two failing system checks were performed on (B)(6) 2020. A beckman coulter field service engineer (fse) was dispatched to the customer site on 18may2020. The fse found the power driver and stepper motor boards full of dust causing the contact of the board to the connectors to fail. The fse removed and cleaned the power driver and stepper motor boards. After repair, the fse observed the instrument was able to run without errors. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.